Event description:
It was reported that medication was not being administered during fluid delivery. Since no occlusion alarms or similar had occurred, a confirmation including logs was requested regarding the cause. This occurred during infusion at the facility. There was a patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
One device was received for analysis. No previous repair was identified in the service history review. The reported issue could not be confirmed as no device problem was found. The device was returned to the customer with no repair provided because no reported issue was observed.